Event description:
The subject balloon catheter was delivered to the target 80% stenosed basilar artery lesion; however, the balloon was unable to be inflated. The device was removed from the patient and it was found that the balloon was leaked. The procedure was completed with another balloon catheter and a stent was placed across the lesion. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the device was kinked proximal to the proximal marker and crystallized substance was present in the inflation lumen and in the balloon. The catheter coating was found to be conforming to its required specifications. All dimensions were within specification. During functional test, the device was not inflated likely due to dried crystallized substance blocking the device. The crystallized substance is believed to be saline and/or contrast. After several attempts crystallized substance was dissolved with water and the functional inflation test using an encore inflation device was successfully performed to check the balloon for leaks. The balloon was inflated for 30 minutes and there was no leak observed. There was no sign of any leaks noted. A 0.014 demonstration synchro guidewire was introduced and advanced through the catheter proximal end. The guidewire went through the entire shaft and came out through the distal end with slight friction likely due to the observed anomalies. No other anomalies were found. There is no indication that the device, labeling or packaging failed to meet its specifications when released. There is no indication from the information that the reported event is related to product specification nonconformance. There were no leaks found during the investigation of the device. Therefore, the reported issue of the balloon leaked was not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The subject balloon catheter was delivered to the target 80% stenosed basilar artery lesion; however, the balloon was unable to be inflated. The device was removed from the patient and it was found that the balloon was leaked. The procedure was completed with another balloon catheter and a stent was placed across the lesion. There was no clinical consequence to the patient due to the reported event.